Event description:
International affiliate reports that the spinal cage broke when being impacted into place. The cage and its fragments were removed and another cage was inserted. However, as a mallet was tapping the cage insertion instrument, this second cage also broke. The cage and its fragments were removed. A third cage was successfully inserted. The procedure was extended by forty five minutes as a result of the cage breakage. Because of the significant delay that occurred as a result of the cage breakage, a medwatch report is being filed to document this event. MFR report # 1526439-2009-00091 is being filed for the other cage that was involved in this event.

Manufacturer narrative:
No conclusion can be made at this time. However, the most likely cause of the event is the application of atypical force upon the cage during its insertion. A follow up medwatch report will be filed if the evaluation of the returned cage reveals something other than that which is stated above.